Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Reportedly, the cable would charge another device. The customer's blood glucose level was 257 mg/dl and it was addressed with a correction bolus via the pump. It was noted that the customer would continue to use the pump until replacement pump is received as well as manual injections if needed.